Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump had hardware low level failures alarm even after self test. Customer also had issues with air bubbles and blank display for a moment. Blood glucose level at the time of the incident was 300 mg/dl which was treated with insulin pump. Trouble shooting occurred but issue remains unsolved. Product will be returned.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Pump powered up properly after battery installation. No blank display noted. Device received with electrical board due to electrical board connector resistance issue. No unexpected software error during testing however, the formatted history file confirmed software error due to a software error. Hardware low level failures error alarms are confirmed in device history file due to a broken trace at keypad assembly.